Manufacturer narrative:
The investigation by ge healthcare has been completed and concluded that a mr450w radio frequency (rf) body coil was returned by a third party and identified to have a discolored patient accessible bore surface resulting from component failure with arcing and associated excessive heat. The electrical arcing resulted from fatigue failure of the capacitor (root cause) on the back side of the rf body coil. This event happened at a single site, and no systemic failure was identified. In addition, there are protection mitigations to prevent burns to patients. No further actions are planned at this time.

Manufacturer narrative:
Patient information could not be provided due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed. Patient information could not be provided due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a burning smell. A third party field engineer noted a burn area, ordered a spare body coil, and replaced the existing one. The defective body coil was returned to ge healthcare where the burn and discoloration were confirmed.